Event description:
This lead was implanted on (B)(6) 2003 and capped on (B)(6) 2012 due to low impedances less than 200 ohms. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects inform.ation received by FDA in the form of a notification per 803.22 (b)(2).